Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of undersensing noted on the device and the egm was not able to be viewed. No intervention was performed and the patient was stable and will continue to be monitored.